Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that all the medcart matrix drawers were not detected on the bus due to the connection issue. A field service engineer resolved the issue by reseating the medcart cables in both the drawers and the communication sled. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
The customer reported that the pyxis medstation es system had a drawer failure. Additionally, stated that the user was able to retrieve the needed medication from another medstation. This incident resulted in a minimal delay to patient care and there was no patient harm. There were no adverse events or injuries reported based on this incident.